Event description:
Customer reported the nurse call receptacle on the alarm does not have a secure fit with then ruse call cable. Customer did not provide a date of event. No pt incident or injury reported.

Manufacturer narrative:
Eval - results: eval of the alarm found a note that stated the nurse call jack in electronically open. This report was confirmed; the nurse call light does not come on at the nurse call test fixture when weight is removed off the sensor due to the nurse call relay is malfunctioning. The reported issue of the nurse call receptacle not having a tight fit when the cable is inserted was not confirmed. The unit passed all other functions. No physical damage was observed to the alarm unit. The alarm has been in service for over three years. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).